Event description:
The manufacturer received notification that a patient expired while using a ventilator. The patient, a quadraplegic, reportedly became disconnected from the ventilator while sleeping. When the caregiver responded to the ventilator's patient disconnect alarm, the patient had reportedly expired. There is no allegation a device malfunction occurred, or that attempts to resuscitate the patient were made. The caregiver, the patient's spouse, was unable to provide any information regarding how the patient became disconnected from the ventilator. After the event, the ventilator was returned to the durable medical equipment (dme) provider. Tests performed by the dme found the device operating and alarming as designed. A request by the manufacturer to have the ventilator returned for further evaluation was declined by the dme provider. Based on these findings, the manufacturer concludes the patient outcome was not caused or contributed to by the device, that the device operated as intended, and that no further action is appropriate.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation.